Event description:
Wife of home pt (hp) reports heater bag inflated with air, leading to system error alarm, in drain 2/6 during treatment on homechoice device. Excess air in heater bag may be attributed to leak in cassette of homechoice set. Hp ended treatment at time of alarm. No pt injury or medical intervention required per spouse.